Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('abnormal bleeding(menorrhagia)') in a 38-year-old female patient who had essure (batch no. 664659) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular, menorrhagia, dysmenorrhea, hypothyroidism, drug allergy, thyroidectomy, vaginal delivery, hypertension, diabetes and female sterilization. Concomitant products included ethinylestradiol;levonorgestrel (seasonique) and medroxyprogesterone acetate (depoprovera). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (ablation, dilation and curettage and total hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2009(discrepancy). Discrepancy in date of birth (B)(6) 1971(as per mr). Trailing coils left: 3-5 and right: 3-5. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Lot number: 664659 manufacturing date: 2009/08 expiration date: 2012/08 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2020: pfs and mr received: previously added event "menorrhagia" made medically significant and intervention required due to added surgery- ablation. Severity of event "pelvic pain" was added. Outcome of events: menorrhagia, vaginal hemorrhage, dysmenorrhea, pelvic pain were updated. Onset date of events: menorrhagia, vaginal hemorrhage, dysmenorrhea were updated. Medical history,concomitant drugs, patient aka name, reporter information, patient demographic were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and heavy menstrual bleeding ('abnormal bleeding(menorrhagia)') in a 38-year-old female patient who had essure (batch no. 664659) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular, menorrhagia, dysmenorrhea, hypothyroidism, drug allergy, thyroidectomy, vaginal delivery, hypertension, diabetes, cramp in lower abdomen, carcinoma thyroid, gerd, menopausal symptoms, dysfunctional uterine bleeding, cervicitis, epigastric pain, appendicitis and abdominal pain. Previously administered products included for an unreported indication: vyvanse. Concurrent conditions included sleep apnea, joint pain, morbid obesity and trochanteric bursitis. Concomitant products included ethinylestradiol;levonorgestrel (seasonique), levothyroxine sodium (synthroid), medroxyprogesterone acetate (depoprovera), omeprazole (protonix), oral contraceptive nos and risperidone. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and menstruation irregular ("irrgeular menses"). The patient was treated with dexlansoprazole (kapidex) and surgery (ablation, dilation and curettage and total hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, heavy menstrual bleeding and vaginal haemorrhage had resolved and the dysmenorrhoea and menstruation irregular outcome was unknown. The reporter considered dysmenorrhoea, heavy menstrual bleeding, menstruation irregular, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2009 (discrepancy). Discrepancy in date of birth: (B)(6) 1971 (as per mr). Trailing coils left: 3-5 and right: 3-5. Discrepancy noted in page 3 of 7. If you checked "pain" in the chart above, please provide the location(s) of pain, the frequency of pain and intensity of the pain (e.g., mild, severe, constant, infrequent): essure placement procedure: essure removal: have you had your essure (or any part of the device) removed? No. If you have not had your essure removed, are you currently planning for essure removal? No. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2010: total bilateral occlusion. Lot number: 664659; manufacturing date: 2009/08; expiration date: 2012/08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: fu received. No new significant change made in medical context of case. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 664659) inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2009, (discrepancy). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 06-apr-2020: plaintiff fact sheet received: case became valid and incident. Event added-pelvic pain and hysterectomy, patient details, lot no added and reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 28-year-old female patient who had essure (batch no. 664659) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2009(discrepancy). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Lot number: 664659, manufacturing date: 2009/08, expiration date: 2012/08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: plaintiff fact sheet received. Events "menorrhagia, vaginal hemorrhage and dysmenorrhea were added. Patient demographic, essure removal date, lab data, and reporter were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.